Event description:
The information received from the affiliate states that this male patient with a history of hypertension, lipid metabolism abnormality, and past CABG was presented to the interventional lab for a stenting procedure of the proximal right coronary artery (rca). The patient's admitting diagnosis was unstable angina pectoris (uap). The procedure was an elective case. The lesion was denovo and eccentric. Aha/acc classification of the vessel was type c. The lesion was 2.6mm in diameter and 30.1mm in length, with calcification. The physician had no difficulty accessing the lesion with a guidewire. Pre-dilatation was conducted with a balloon (3.0/15mm) at 12 atm for 20 secs. A cypher (3.0/33mm) was implanted at 20 atm for 30 seconds (inflated twice). A 2nd cypher (3.0/18mm) was implanted at 20 atm for 30 secs (inflated twice) proximal to the 1st cypher (3.0/33mm). The two stents overlapping each other. Because there was plaque distal and proximal to the lesion, the cypher was implanted a little longer. Post-dilation was not conducted. Ivus was conducted and good wall apposition with the stents and the vessel was confirmed. Timi flow before the procedure was 3 and post-procedure was 3. The residual percentage of stenosis was 17%. Act was not measured. Two hours following the procedure, the patient complained of chest pain, coronary angiography was conducted and thrombus was observed in the implanted stents.